Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage and device interaction occurred. The 75% stenosed target lesion was located in the tortuous proximal and middle of right coronary artery. After the lesion was pre-dilated, a 145, 5-in-6 guidezilla extension guide catheter was inserted deeply. A 38 x 3.50 promus premier drug-eluting stent was selected to treat the lesion. However, it was noted that it was difficult to cross the entrance of the guidezilla. The physician withdrew the stent and the distal end of the stent was found to be damaged. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.